Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, diagnostic procedure was performed by the customer and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to emit x-rays. Review of the system log file confirmed the malfunction. Upon troubleshooting, distributor fse found the defective flashlight. To resolve the issue, fse replaced the flashlight. The defective flashlight was returned to philips for analysis and confirmed the failure as the system may fail to boot or experience firmware corruption leading to unstable or non-functional behavior. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.